Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient experienced a high blood glucose event of 364 mg/dl on (B)(6) 2026 after eating without entering a bolus. The patient received treatment using the pump. The event lasted for one to two hours and subsequently resolved. The cause of the event was not known. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.